Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. D6b: explant date: updated. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the interlock .035 device confirmed that the reported events are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced blood flow obstruction associated with venous thrombosis requiring additional intervention. A 20mm x 40cm interlock .035 coil was successfully implanted on (B)(6) 2026 to treat pelvic varicose veins. During a follow-up visit on (B)(6) 2025, the patient reported swelling and pain in the left lower limb, prompting further evaluation. An angiogram revealed that the implanted coil was causing blood flow obstruction associated with venous thrombosis. There were no signs of coil displacement, and the device remained in the correct target location at the time the obstruction was identified. Thromboaspiration was performed. A second procedure was then performed for percutaneous coil removal and a new thrombectomy procedure. It was further reported that the anatomical location where the thrombosis was observed was located in the common femoral vein extending to the popliteal vein. The coil was deployed in the iliac vein. On (B)(6) 2026, an intervention was performed in which a percutaneous removal of the coils and a new thrombectomy were carried out. Subsequently, the patient consulted again on (B)(6) 2026 due to edema.

Event description:
It was reported that the patient experienced blood flow obstruction associated with venous thrombosis requiring additional intervention. A 20mm x 40cm interlock .035 coil was successfully implanted on (B)(6) 2026 to treat pelvic varicose veins. During a follow-up visit on (B)(6) 2025, the patient reported swelling and pain in the left lower limb, prompting further evaluation. An angiogram revealed that the implanted coil was causing blood flow obstruction associated with venous thrombosis. There were no signs of coil displacement, and the device remained in the correct target location at the time the obstruction was identified. Thromboaspiration was performed. A second procedure was then performed for percutaneous coil removal and a new thrombectomy procedure.